Event description:
Info received indicated the brake casters would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced the left foot brake caster to resolve the issue.